Event description:
During a slap repair being the suture broke through the eyelet of that anchor. The suture pulled free while the surgeon was tying down the suture and the anchor was left embedded in the pt. The repair was completed with a 2.8 ti anchor. Sales rep. Stated that this was the surgeon's third time using the bioraptor. The surgeon used a 3mm drill in the pt with hard bone. A delay of less than ten minutes resulted. No pt injury or complications took place.